Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 3.6, inratio: 2.8. Results within 10 minutes of each other.